Event description:
It was reported that catheter entrapment occurred. A 3.50 mm x 30 mm maverick balloon catheter was selected for use. During introduction, it was noticed that the balloon was physically stuck to the guidewire and could not pass through the monorail shaft. The device was removed, and the procedure was completed with another of the same device. No patient complications reported, and the patient's condition was stable post-procedure.